Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug and fentanyl via an implantable pump for unknown indications for use. It was reported that when they sit down, the pump goes sideways on the skin and float around for couple weeks. The patient stated that the pump was looser than not and sticking out. The patient stated that the pump felt weird when he was standing because the pump was sticking out of the skin and he never had that happened before. The agent asked the patient to connect with the handset and communicator, and the patient was able to connect to the pump. The agent assisted the patient with deactivating the tutorial and the patient was able to request/receive bolus and have 7 boluses left. The troubleshooting steps that were taken on the call resolved the issue. Patient service reviewed device function and recommended patient consult with healthcare provider ofc for next steps. The patient mentioned the previous pump was replaced because they found two lines were leaking and they had to replace the pump.